Event description:
Implant card was received indicating that patient had a prophylactic battery replacement. The explanted device has not been received to date. No other relevant information has been received to date.

Event description:
It was reported that patient has had an increase in seizures. Further information was received indicating that the md believes the increase in seizures is due to the device being at eos. The seizure level is reportedly unknown relative to pre vns baseline. Patient has been referred for battery replacement. As physician assessed increase is due to battery being at eos and battery level is reportedly 11-25% as of 11/30/2022. It is therefore concluded that the battery is not at eos and the nurse misrepresented the physician's assessment, that the physician believes the increase is due to low battery. Clinic notes received indicating that as of 01/09/2023, current vns battery (m106) is at end of life in need of replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.